Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a magnetic resonance imaging (MRI) despite it being a non-MRI conditional device system per physician orders. All lead measurements were within range. The health care professional (hcp) stated they would either re-interrogate or call technical services (ts) back after MRI to take the device system out of MRI protection mode. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).